Event description:
Distributor reports that: "should have been 10 in pack, but had 11 in pack. No sample available for evaluation."

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the manufacturing records will be reviewed for non-conformities. We anticipate that the review of the manufacturing records will not reveal any non-conformities. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report wil be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.